Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra meter powered off during use. The medical affairs specialist was not able to contact the patient to obtain/clarify information. The patient states the meter issue began on the same day at 8:39 pm. At that time, the patient took 4 units of humalog and 12 units of lantus, which are usually based on a sliding scale. Sometime after the issue began, the patient felt shaky, sweaty, clammy and not alert. Due to these symptoms, the patient reportedly administered a glucagon injection. It is unknown how long it took the patient to feel better after injecting glucagon. It is unknown how often the patent tests her blood sugar in a day, when the symptoms started, whether the patient ate any less or more before she developed symptoms, or how the patient decided on the insulin she took. It was determined during the troubleshooting telephone call, the product was not new. The meter was not downloaded prior to attempting the test and the meter shut off before the automatic shut off time elapsed. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.